Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿implanted defibrillators in trouble: initial device misclassification leads to correct diagnosis¿a case series.¿ europace (2017) 19: 5, 795¿801. Doi:10.1093/europace/euw082. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable cardioverter defibrillator (ICD) system. The article indicated that the patient presented with ¿palpitations¿ the patient¿s device was interrogated, and it appeared that the device misdiagnosed the rhythm and it that inappropriate therapy ensued. After review of the electrophysiological study (eps), the correct diagnosis was made, and reprogramming was completed. No further patient complications have been reported as a result of this event.